Manufacturer narrative:
Patient age at time of consent (B)(6) 2018: (B)(6). Years. Concomitant medical products: product ID: 8709sc, implanted: (B)(6) 2011, explanted: (B)(6)2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# unknown, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving lioresal (2000 mcg/ml) at a dose of 269.78923 via an implantable pump. The indication for use was not provided. It was reported that the patient was admitted in another hospital because of increased spasticity and pain. After an attempted aspiration at the side port with no fluids aspirated, it appeared that the spinal part of the catheter was obstructed. After that, the spinal part was opened and it turned out that the spinal segment of the catheter functioned but was very old and worn out so it was decided to replace it. It was indicated that the event required in-patient or prolonged hospitalization. The etiology of the event was related to the device/therapy and not related to the implant procedure. The outcome was resolved without sequelae as of (B)(6) 2019. The catheter would not be returned as it was disposed of according to biohazard instructions. No further complications were reported or anticipated.